Event description:
Report received stating as end-user was driving at speed down a sidewalk, the device reportedly lost power and came to an abrupt stop. This reportedly allowed the end-user to lose positioning and fall from the seating to the ground where they sustained injuries requiring medical intervention.

Manufacturer narrative:
Report claims as the end-user was traversing at speed down a sidewalk, the device reportedly lost power and stopped. Report indicates the end-user was not wearing the incorporated positioning belt, and the forward momentum allowed the end-user to lose upright positioning and fall from the seating. Report indicates the end-user was taken to a local ER where x-rays were negative, but later it was determined having sustained bi-lateral hairline fractures to the tibias. Report claims the device was operational after the event but was presenting a system code indicating a cable error. Local service technicians inspected the device and could not find any signs of a product malfunction having occurred. The event reportedly occurred 1 month prior to receiving the report, and the device reportedly has been in service since the event with no further issues. With the information provided, and the device having been found to remain fully operational. Permobil is unable to reach a determination as to possible root cause without speculation. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.